Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was broken near where the flange and the cannula that is connected to the tube. There was no patient injury reported and no further information was able to be provided.